Event description:
It was reported that during a lap chole procedure, a piece of the upper jaw of the instrument was broken and left in the pt's abdomen. A brokenn piece was finally found and returned to report. A new device was used to continue the surgery.

Manufacturer narrative:
Info anticipated, but unavailable at this time.